Event description:
It was reported that this patient had difficulty converting on the initial shock from the device but was successfully converted on the second shock. It was noted that the shock impedance was 100 ohms. A revision procedure was performed to revise the electrode position. The system passed all testing with optimal results. No additional adverse events were reported.